Manufacturer narrative:
Additional information received on may 26, 2016 reporting the patient age and gender: (B)(6) male.

Manufacturer narrative:
The device was not received for analysis; therefore, no physical analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. It was reported that the device is not expected to be returned for analysis; however, if there is any further relevant information received, a follow up medwatch report will be filed.

Event description:
Event description: account had what they call a wire stick, both of them got stuck together (wire and catheter). They didn't grab another wire and another jetstream, they just did balloon angioplasty. No complications, patient was okay. Additional information received indicating they did need to utilize an additional wire. No patient complications, no patient issue.